Event description:
It was reported that the ilet user experienced alarms overnight, followed by a supply change due to an empty insulin cartridge, after which the caregiver believed no insulin was being delivered; blood glucose values were reported as high, then 54 mg/dl, and later 84 mg/dl, and troubleshooting and education were provided, including confirmation that insulin had been delivered prior to the hypoglycemia and that no insulin would be dispensed while glucose was low. Symptoms included hypoglycemia that required oral glucose treatment. Outcomes included no hospitalization or emergency care, with recovery to 84 mg/dl after oral glucose. Investigation included complaint handling with user education and device use assessment. Investigation of this case revealed that low glucose occurred with insulin on board and that the device appropriately suspended insulin delivery when glucose was low. It was concluded that the event involved both hyperglycemia and hypoglycemia with unclear cause, and that the device functioned as designed in withholding insulin during low glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.